Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the 3100a ventilator seems to have problem with the piston knob. There is amplitude issues. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, as per work order performed under (B)(4), fsr (field service representative) arrived onsite and noticed the power knob was stripped. Service replaced the power knob and adjusted to vyaire specifications. The unit passed circuit test as well as performance verification. It was discovered that this unit is due for major pm (preventive maintenance) services and a quote was sent to norton. The exact issue is determined to be due to power knob being stripped.